Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case and to correct field e1: "initial reporter phone". Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information from the sales representative revealed that due to the covid-19 reasons there is no date scheduled to replace the device, and this probably will happen after (B)(6) 2021. This device remains in service. No adverse patient effects were reported. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Manufacturer narrative:
This supplemental report was filled to correct field b3: "date of event". Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information from the sales representative revealed that due to the covid-19 reasons there is no date scheduled to replace the device, and this probably will happen after april, 2021. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information from the sales representative revealed that due to the covid-19 reasons the replacement date has not been scheduled. A new safe replacement interval was provided in the meantime as the previous interval had expired. The device replacement was scheduled for (B)(6) 2021 but was also cancelled due to covid-19. A new data analysis request was made and a new safe replacement interval was provided. Subsequently, this device was explanted and received for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued. This supplemental report was filled to provide additional information on this case. Subsequently, the device was explanted and returned. This report was submitted to provide this information and to correct field g2: "report source".

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information from the sales representative revealed that due to the covid-19 reasons the replacement date has not been scheduled. A new safe replacement interval was provided in the meantime as the previous interval had expired. The device replacement was scheduled for (B)(6) 2021 but was also cancelled due to covid-19. A new data analysis request was made and a new safe replacement interval was provided. Subsequently, this device was explanted and received for product analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued. This supplemental report was filled to provide additional information on this case. Subsequently, the device was explanted and returned. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This supplemental report was filled to correct field h17 if remedial act init,type.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information from the sales representative revealed that due to the covid-19 reasons the replacement date has not been scheduled. A new safe replacement interval was provided in the meantime as the previous interval had expired. The device replacement was scheduled for (B)(6) 2021 but was also cancelled due to covid-19. A new data analysis request was made and a new safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information on this case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued. This supplemental report was filled to provide additional information on this case. Subsequently, the device was explanted and returned. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information from the sales representative revealed that due to the covid-19 reasons the replacement date has not been scheduled. A new safe replacement interval was provided in the meantime as the previous interval had expired. The device replacement was scheduled for may 2021 but was also cancelled due to covid-19. A new data analysis request was made and a new safe replacement interval was provided. Subsequently, this device was explanted and received for product analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.